Event description:
It was reported by the customer that the pyxis anesthesia es system dispensed the medication without needing verification on the bio scanner. The customer reported this issue occurred after temporarily changed the profile for an emergency, as they were unable to dispense the medication before this change. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one nurse profile can dispense medication without needing verification on the bio scanner. User removes were within the reverification window and thus did not require reverification. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis anesthesia es system dispensed the medication without needing verification on the bio scanner. The customer reported this issue occurred after temporarily changed the profile for an emergency, as they were unable to dispense the medication before this change. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system unable to issue medication for a patient due to the user was unaware of functionality. A technical support specialist guided and provided resolution that the user removes are within the reverification window and thus will not require reverification. The system functioned as intended.